Manufacturer narrative:
Correction: device returned to manufacturer - yes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. Additionally, after multiple power source alerts the customer plugged in the pump and the battery gauge jumped from 55% to 100%. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.